Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.